Event description:
The patient came to endoscopy to look for a bleed in the small intestine. He had a procedure the day before for the same indication. Bleeding was seen at that time but it couldn't quite be reached, so he came for a balloon-assisted endoscopy to treat the bleed. In the esophagus, the physician found a clear plastic cap that had been attached to the end of the scope from the day before, stuck in the distal esophagus. The physician removed it with a net. The cap is supposed to come out with the scope, but it came off when the scope was removed. The patient suffered no ill effects from this, but if he had tried to eat solid food or if the clinicians had done a video capsule endoscopy (vce), it would have gotten stuck and an emergent procedure would have been required.